Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device cuff was partly broken (literally detached) that caused bad ventilation for some minutes. The unit was replaced due to air loss in the ventilation of the patient, without apparent justification, and with decreased oxygen saturation (mild hypoxemia).